Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that shaft break occurred. The target lesions were located in the left anterior descending artery (lad) and in the left circumflex artery (lcx). A 2.00mm x 12mm emerge¿ balloon catheter was selected for use to predilate both target lesions. Predilatation of the lad lesion was completed successfully. After dilatation of the lad lesion, the same device was used to predilate the lcx lesion which was also completed successfully. Upon withdrawing the catheter, the proximal shaft of the balloon kinked and upon complete withdrawal of the device outside the patient, it was noted that the proximal shaft was completely broken into two separate parts. No segment of the device was left inside the patient's body and the procedure was completed with another 2.00mm x 12mm emerge¿ balloon catheter. No patient complications were reported and the patients status was stable. However, returned device analysis revealed shaft break 25cm from the hub.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. A stopcock was attached to the hub. Tactile inspection and visual inspection was performed. There was blood in the wire lumen. There was contrast in the inflation lumen and on the outer surface of the hypotube. The hypotube shaft was completely separated 25cm from the hub. There were numerous hypotube kinks. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage in the hypotube, inner or outer shaft and corewire profile. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).